Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination revealed that the tip was found bent and stretched. No other issues were identified during the product analysis.

Event description:
It was reported that partial separation occurred. A comet ii pressure guidewire was selected for use. During removal, partial device separation occurred. The device was completely removed from the patient's body, and procedure was completed using this device. There were no patient complications. It was further reported that the 40% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The procedure was completed with a different device and not this device.

Event description:
It was reported that partial separation occurred. A comet ii pressure guidewire was selected for use. During removal, partial device separation occurred. The device was completely removed from the patient's body, and procedure was completed using this device. There were no patient complications.